Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review that showed events spanning approximately 5 days (27dec2024 ¿ 02jan2025 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2025 from 11:05:21 ¿ 11:05:47 and on (B)(6) 2025 at 11:20:52. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if reseating the battery resolved the alarms, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 14jun2022. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a battery changed on 09dec2024 and 16dec2024. Log files were sent for review. The log file captured on 01jan2025 showed three backup battery (ebb) faults due to a load test failure. It was recommended to reseat the battery and to inspect the ebb connector. The controller was replaced on 02jan2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.